Event description:
The biomedical engineer (bme) reported that they initiated the reboot because full disclosure data was not being saved on any tile on this central nurse's station (cns). After that, the unit was bootooping. They got it up and running by booting the cns using a dummy switch. However, they had an issue with the touchscreen. Tech support (ts) advised to do a touchscreen calibration using touch key settings resolved their touch key issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they initiated the reboot because full disclosure data was not being saved on any tile on this central nurse's station (cns). After that, the unit was bootooping. They got it up and running by booting the cns using a dummy switch. However, they had an issue with the touchscreen. Tech support (ts) advised to do a touchscreen calibration using touch key settings resolved their touch key issue. No patient harm reported. Investigation conclusion: nk tech support determined that the boot loop was related to the network/switch configuration connected to the cns. Booting the cns using a dummy switch resolved the boot loop, allowing the system to complete startup and be fully configured. After successful boot, the customer was able to add all beds back to the system. The root cause was network related. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 10/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/20/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they initiated the reboot because full disclosure data was not being saved on any tile on this central nurse's station (cns). After that, the unit was bootooping. They got it up and running by booting the cns using a dummy switch. However, they had an issue with the touchscreen. Tech support (ts) advised to do a touchscreen calibration using touch key settings resolved their touch key issue. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they initiated the reboot because full disclosure data was not being saved on any tile on this central nurse's station (cns). After that, the unit was bootooping. They got it up and running by booting the cns using a dummy switch. However, they had an issue with the touchscreen. Tech support (ts) advised to do a touchscreen calibration using touch key settings resolved their touch key issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device.